Event description:
It was reported that the hand pierce "combusted" in the pts mouth. It caught fire and it was not an airway fire because it just burst into a flame. The device was immediately removed from the pt mouth and dropped into a cup of saline. Another hand piece was used to complete the case. No pt injury reported.

Manufacturer narrative:
At the time of this report the product had not been returned for eval. Upon receipt of the product a f/u will be submitted.